Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: radiolucent aiming arm (part # 03.033.003, lot # unknown, quantity 1), insertion handle (part # 03.033.001, lot # 3l47555, quantity 1).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a midshaft antegrade femoral recon nail insertion, while the surgeon was mounting an unknown nail, an unknown driving cap broke inside the greater trochanter radiolucent aiming arm. The surgeon used one (1) unknown recon screw and two (2) unknown 6.5mm cannulated screws for femoral head stability and the nail sitting approximately 1.5cm proud. The procedure was not completed as intended as only one screw was inserted. The procedure was completed with 15-20 minutes of surgical delay. Patient status was unknown. Concomitant devices: radiolucent aiming arm (part # 03.033.003, lot # unknown, quantity 1), insertion handle (part # 03.033.001, lot # unknown, quantity 1). This report is for one (1) unk - screws: trauma. This is report 4 of 4 for (B)(4).